Event description:
Reporter alleges, "on february 4, 1997, pt's diagnosis of anteversion of the left femur resulted in surgery of derotational osteotomy of the left femur. A howmedica pediatric plate and screw system was implanted. On february 20, 1997 it was reported that the compression screw in the pediatric compression screw system had allegedly failed and surgery was required to remove the failed howmedica pediatric apparatus, open reduction and internal fixation with bone grafting and spica cast application. The pediatric plate was removed distally and the compression screw was bent and fractured proximally, which was removed."